Event description:
I have a medela pump in style breastpump that I received through my health insurance after the birth of my son in (B)(6) 2016. I have had no problems with the pump until today. When I plugged the adapter into the wall I smelled a strange smell that I can't really describe, followed by the very distinct and powerful smell of electrical burning. When I looked down at the plug, there was smoke coming from the base of the adapter. I immediately unplugged it and have not again attempted to plug it in or turn on the pump. The pump was not turned on when this happened. As far as I can see, the adapter is not damaged. I do not wrap the cord around the adapter when I transport it. There is no kink or break in the cord. The outlet I was using was at my workplace. I subsequently used the same outlet to plug in a different breastpump and had no problem so I do not think that the outlet is malfunctioning.